Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. The lens remains implanted. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 23.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, the patient states their vision is not what they expected and the patient can only count fingers, which has not improved. Reportedly, there were no complications and the surgeon does not plan to explant the lens at this time. No additional information was provided.

Manufacturer narrative:
Additional information was received on 2/06/2018. There was no patient injury in either eye. The patient complained of blurry vision. There was no secondary medical or surgical procedure. (B)(4). The directions for use (dfu) was reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.